Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evproplus-34, the valve dislodged during final release after being positioned at the target depth. The physician used a snare to retrieve the valve into the ascending aorta. A second valve from another manufacturer was implanted, but it also dislodged after implantation. The hospital staff considered converting the patient to a cardiac surgery procedure.

Manufacturer narrative:
Updated data: b2. Outcome attributed to adverse event added d. Suspect medical device 6b. Explanted date - an earliest possible estimated date was documented as the actual date was not reported. H6. Eval code method additional codes: annex f code f05 and f08 corrected data; the below data was erroneously omitted from the previously submitted reports: h6. Device code additional codes: annex f code f1907 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evproplus-34, the valve dislodged during final release after being positioned at the target depth. The physician used a snare to retrieve the valve into the ascending aorta. A second valve from another manufacturer was implanted, but it also dislodged after implantation. The hospital staff considered converting the patient to a cardiac surgery procedure. Additional information was received that during the valve implant, surgical intervention was performed as the two transcatheter aortic valves were malpositioned and did not resolve the aortic valve issue. A bentall procedure was carried out with simultaneous removal of the two malpositioned devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, surgical intervention was performed as the two transcatheter aortic valves were malpositioned and did not resolve the aortic valve issue. A bentall procedure was carried out with simultaneous removal of the two malpositioned devices.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.